Event description:
Few days after implantation, device memories were containing no data (induction tests were even not available).

Manufacturer narrative:
On (B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. Method (other): review of the electronic data and files received. (B)(4) . Conclusion: because the user never chose the option "initialize now" during the first 2 sessions, the ICD status never changed from "not implanted" to "implanted" state, and aida memories were never initialized. When the user finally decided to initialize the memories, previously recorded induction episodes were reset. Both ICD and programmer operated as specified. Adequate messages were displayed to the user.